Manufacturer narrative:
The event of bacteremia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacteremia.

Event description:
Patient reported "had mrsa. Infection inside the capsule" "leaking green stuff" "turned into sepsis" "I almost died". This record is for the right side. The device was explanted.